Event description:
It was reported that during a laparotomy procedure the surgeon noted detachment of a few little fragments on the distal part of the devices. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: device a was returned with the tissue partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Device b was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch e9ff0a. Mg date 8-26-08. Exp date 7-26-13.